Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed non-physiological noise resulting in inappropriate shocks. Technical services (ts) reviewed the device data and noted that the symptoms look like seal plug/air inside header type damage. Ts also noted that the system is inferiorly implanted possibly not covering the whole heart. No induction testing was done due to health care professional (hcp) decision. The device was reprogrammed and remains in service.